Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridges were loose and did not fit onto the pump due to cartridge damage. Reportedly the pump is out of warranty, and the customer declined a follow up from tandem technical support. There was no reported adverse impact to the customer's blood glucose level.